Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited noise. Additional information was requested and not received.